Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 due to symptomatic grade 3 rectocele and mesh was implanted. It was also reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, neuromuscular problems and vaginal scarring. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient had a posterior rectocele repair with mesh on (B)(6) 2007. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported on (B)(6) 2012 patient had a revision of mesh due to mesh exposure/erosion and on (B)(6) 2012 repeat tvt .

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia and other unspecified issues.

Manufacturer narrative:
Date sent to the FDA: 1/17/2017.